Event description:
Tsr found a stretcher in a storage room and inspected it for possible repair if needed. He found the brakes on the stretcher were not holding. Tsr replaced all four casters. He determined the unit was functioning as designed, and has put it into service. No pt was involved and no injuries were reported.